Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural haemorrhage ('I almost bled out on the table') in an adult female patient who had essure (batch no. 019684-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, obesity, unintended pregnancy, glucose tolerance impaired, blood pressure abnormal, obesity and ovarian cyst. Previously administered products included for an unreported indication: implanon. Concomitant products included hydrochlorothiazide since 2016 for blood pressure abnormal and antibiotics for rash. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: rashes/ rashes or skin conditions type: rashes on face, back, chest, breast, chin, neck, under arm/ skin rashes possibly caused by nickel poisoning"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced headache ("migraines / headaches"). On an unknown date, the patient experienced procedural haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdomen pain"). The patient was treated with bupropion hydrochloride; naltrexone hydrochloride (contrave), ibuprofen and sulfamethoxazole;trimethoprim (bactrim). Essure treatment was not changed. At the time of the report, the pelvic pain, hot flush, procedural haemorrhage, vaginal haemorrhage, menorrhagia, rash, migraine, headache, nausea, vaginal discharge, fatigue, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, fatigue, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, procedural haemorrhage, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Currently planning for essure removal: yes. Coils left: 2 right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: no apparent uterine perforation seen, device was in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: real fu was received and there was no significant change in the medical context of case. Reporter and medical history added from mr. Imrdf/FDA codes error. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural haemorrhage ('I almost bled out on the table') in an adult female patient who had essure (batch no. 019684-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, obesity, unintended pregnancy, glucose tolerance impaired, blood pressure abnormal, obesity and ovarian cyst. Previously administered products included for an unreported indication: implanon. Concomitant products included hydrochlorothiazide since 2016 for blood pressure abnormal and antibiotics for rash. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: rashes/ rashes or skin conditions type: rashes on face, back, chest, breast, chin, neck, under arm/ skin rashes possibly caused by nickel poisoning"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced headache ("migraines / headaches"). On an unknown date, the patient experienced procedural haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdomen pain"). The patient was treated with bupropion hydrochloride;naltrexone hydrochloride (contrave), ibuprofen and sulfamethoxazole;trimethoprim (bactrim). Essure treatment was not changed. At the time of the report, the pelvic pain, hot flush, procedural haemorrhage, vaginal haemorrhage, menorrhagia, rash, migraine, headache, nausea, vaginal discharge, fatigue, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, fatigue, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, procedural haemorrhage, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 235 lbs. Currently planning for essure removal: yes. Coils left: 2 right:3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: no apparent uterine perforation seen, device was in place. Lot # 019684 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.